Manufacturer narrative:
Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. G4: type of investigation code corrected to 4112.

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
(B)(6) 2022: customer reported a false positive with cue covid-19 test for home and over the counter (otc) use ( (B)(4), lot#: 25491d, (B)(4)). Customer followed up with a cue covid-19 test for home and over the counter (otc) use test same day that was negative ( (B)(4), lot #:25491d) and a test at kaiser that was negative. Methodology of confirmatory test performed at kaiser was not provided. Customer had no known exposure and was vaccinated with 2 boosters. Cartridges were stored within the recommended temperature range.